Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. Customer's blood glucose ranged from 200-500 mg/dl with ketones and was addressed with a bolus via the pump. The alarms cleared in less than an hour and insulin was resumed successfully.

Manufacturer narrative:
(B)(4) added.